Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur.